Event description:
Additional information has been received from the customer confirming this event as non-integration. Clarification was received confirming that non complication were found after implant placement. One week later implant felt loose and it failed to integrate. Irritation was noted. Tooth location 20. As a result, event has been reassessed.

Manufacturer narrative:
Additional information has been received from the customer confirming this event as non-integration. Clarification was received confirming that non complication were found after implant placement. One week later implant felt loose and it failed to integrate. Irritation was noted. Upon reassessment of the reported event, it was determined that the non-integration/ loss integration event no longer meets the criteria of a reportable event. The event is clinically known, risks are acceptable in terms of individual patient benefit, clearly identified within labeling, and occurs within a quantitative occurrence that is monitored monthly. As a result, no further medwatch reports will be submitted for this file.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Initial reporter fax number: not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that implant (xifnt685) was removed due to infection after one week of implant placement. Patient complain of swelling and bleeding.